Event description:
Cpi received info that during generator changeout, the lead was removed from service due to insulation break/damage; abnormal beeping tone during device manipulation. The other possis lead and two large patch leads were also removed from service at that time. The leads were replaced with a new endotak lead model 125. Lead was capped and remains implanted. Cpi is unsure which lead had the insulation problem so distributor is reporting it on this lead/sn.